Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the device manufacturer indicated the initial reporter of the event. No further complications have been reported.

Manufacturer narrative:
Review of the event information indicated that additional codes needed to be added to this field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated it was not determined what caused the empty pump with no audible alarm. The pump was refilled to full and reprogrammed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of infumorph at 3.439 mg/day via an implantable pump for spinal pain and chronic low back pain. It was reported the patient was seen by their healthcare provider the previous week, relative to (B)(6) 2019, for increased pain. A refill was performed at this time. A catheter access port (cap) dye study was planned for the day of the call, (B)(6) 2019. The logs were checked and there were no alarms present. The patient¿s symptoms have improved since the refill. It was then reported that the pump was empty when aspirated at the last refill, but the pump had not alarmed. The rep did not know what the volume should have been based off the programming. No further complications were reported or anticipated.